Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1. H3: the reason for the revision reported cannot be confirmed from the information provided and potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and serial numbers, images, radiographs, and relevant clinical information were not provided. H6 - component code.

Manufacturer narrative:
(H3) pending investigation.

Event description:
It was reported that this patient's right hip was revised. Patient had complaints, but those complaints have not been specified. The cup was changed to a competitor's device. No further information at this time.